Event description:
The customer alleged an error code that suggests that the ventilator because inoperative while in pt use. No pt harm. The nellcor puritan bennett customer engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.